Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a couple of non-reportable phenomena such as dead pixels and a missing screw related to the printed circuit board were confirmed. The reported event was confirmed along with a faulty display and printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event along with the faulty display and printed circuit board could not be identified. However, it¿s likely the cause is related faulty printed circuit boards. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the monitor did not power up. It is unknown how the issue occurred. There were no reports of patient harm.